Event description:
An impella cp was inserted via the femoral artery access to support the 57 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump insertion the patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. Underlying medical history was not shared. The pump was placed however there were signs of hemolysis. The urine color had changed and the labs were hemolyzing. The team performed echo imaging to evaluate and troubleshoot. They observed the pump to be caught in the mitral. They attempted to reposition and the pump crossed into the aorta. The team could not recross despite all efforts and in the unsuccessful attempts the pump kinked. The decision was made to remove and replace the pump with a new impella cp. The exchange was performed with no clinical consequence to the patient. The 2nd cp pump supported til care was withdrawn and patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e and expired while supported on a different device after just over 3 days of support.

Manufacturer narrative:
B1/b2, b5, h1, and h6 updated to reflect patient death. Corrected data: d4 UDI updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected data: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
Additional information has been provided d3 and h6 hemolysis / patient-device interaction: the cause of the hemolysis issue was most likely related to unintended use, since the device positioning was compromised during the case. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause of the cannula kink was most likely related to unintended use, since improper positioning could lead to cannula kinking.

Manufacturer narrative:
The pump is available for return.

Manufacturer narrative:
A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery access to support the 57 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump insertion the patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. Underlying medical history was not shared. The pump was placed however there were signs of hemolysis. The urine color had changed and the labs were hemolyzing. The team performed echo imaging to evaluate and troubleshoot. They observed the pump to be caught in the mitral. They attempted to reposition and the pump crossed into the aorta. The team could not recross despite all efforts and in the unsuccessful attempts the pump kinked. The decision was made to remove and replace the pump with a new impella cp. The exchange was performed with no clinical consequence to the patient. Patient survives to date on new pump.